Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR#: 1828100-2014-01011. The pump did not power up because the power cable was damaged.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service ctr, the roller pump would not power up. There was no patient involvement.